Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient's ins became uncomfortable after weight loss, so the ins was explanted as a result. The issue was resolved at the time of the report.